Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca module "flashed with red lights during continuous infusion of dilaudid. The user stated the pump displayed that the issue was "non-fixable" prompting them to obtain new devices. There was patient involvement but no harm. Per customer, the devices were not sequestered and unable to send to the manufacturer for investigation.